Event description:
It was reported that undersensing on the right atrial (ra) lead led to multiple inappropriate shocks. Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.